Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was too deep on the first deployment and was fully recaptured. The valve was redeployed to 80% when an infold was observed under echocardiogram and fluoroscopy. The valve was deployed and a post-implant balloon aortic valvuloplasty (bav) was performed with a 28 x 6 non-medtronic balloon resolving the infold. The patient developed ventricular fibrillation(vfib) and was shocked returning to normal rhythm. The patient's blood pressure was very low measuring in the 50's for systolic pressure. A non-selective injection of both coronaries with a pigtail catheter was performed and both coronaries appeared to be filling. The patient continued to go in and out of vfib and abnormal left ventricular wall motion was observed on echocardiogram. A selective injection of the left main artery was performed and appeared to be filling normally but the patient continued to decline. Cardiopulmonary resuscitation (CPR) was started but the patient was converted to open heart surgery. Imaging of the pre-implant catheterization and selective injection of the left coronary artery were compared. It was noted that the left main artery was large and appeared that a piece of calcium may have broken off the native leaflet and dislodged into the left anterior descending (lad) artery blocking flow. A vein graft from the patient's leg was used to bypass the blockage in the lad. The valve was removed from the patient and replaced with a surgical aortic valve (edwards). Per the physician, it is not known if the valve knocked the calcium off the native valve leaflet or if it may have been caused by the post-implant balloon aortic valvuloplasty (bav). No additional adverse patient effects were reported.